Manufacturer narrative:
On june 26, july 10 and july 20, 2015, 3m espe contacted the dental professional to obtain additional information about this situation. The dental professional did not respond to any of the attempts to collect the additional information. While the investigation into this potential event was ongoing, 3m espe became aware of other endodontic events in patients with lava ultimate crowns from other dental professionals. Therefore, even though details such as confirmation that endodontic treatment was required, number of patients involved, dates of occurrence, other products used, etc., remain unavailable, this situation is being reported.

Event description:
During a retrospective review of records, it was identified that a patient or patients with lava ultimate crowns had experienced a fracture of the crown, which subsequently led to the need for endodontic treatment. The notation of this situation was made in a call system log on (B)(6) 2012.